Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed critical insulin pump error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test or confirm critical pump error (open book image) alarm due to blank display. Unit received with scratched lcd window, cracked keypad at select button, cracked case near belt clip rails corners, faded serial number label and cracked retainer.